Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient has not been seen since 2011, and at that time, did not report any complications or complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.